Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 600 mg/dl with symptoms of dehydration associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that there was no power to the pump. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2018 with the following findings: a review of the black box showed unexplained power on reset events and insulin deliveries were never resumed. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. The battery cap was not returned. The test battery cap was able to attach to the pump and power it on. The pump booted on to the verify screen with auditory and vibratory features. The pump was exercised for 24 hours using a test battery cap. No power on reset events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No alarms or delivery interruptions occurred during testing. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.